Event description:
It was reported that the pt underwent a posterior spinal surgery to correct scoliosis. During a f/u, it was noticed that a set screw popped off of the bone screw. A revision surgery may be required. No pt complications have been reported.

Manufacturer narrative:
X-rays revealed complex pedicle screw construct with bilateral rods at t4-t12. Lateral view verifies one of the set screws has loosened and backed out.

Event description:
Same case as MFR report #: 2134265-2010-05095. It was reported that during a percutaneous coronary intervention, a dissection occurred. Access was obtained via the right femoral artery. The 85% stenosed concentric de novo lesion measuring approximately 2.5-2.75mm in diameter and 10-12mm in length was located in a moderately calcified and mildly tortuous proximal right coronary artery (rca) that had a timi flow of ii. A 6fr runway art 3.5 guide catheter and a non bsc guide wire were successfully advanced to the lesion. A 2.5x15mm apex balloon was advanced to the lesion and inflated to 6 atms for 5 seconds and 12 atms for 14 seconds. A spontaneous dissection around the ostium of the rca extending into the descending aorta occurred. The patient was sent to surgery. No further patient complications occurred. Patient status is listed as stable post surgery.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.